Event description:
It was reported that auto-off alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer went to the emergency room and was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER eight hours later with the issue resolved and no permanent damage. Tandem customer technical support educated the customer on the pump's auto-off safety feature per user guide. Reportedly, customer continued using pump for insulin therapy.